Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that at the time of maintenance, a ht70 ventilator's screen froze. The ventilator was not in use on a patient at the time of the reported event.